Event description:
A pt had tessio dual catheter implanted in 2002 for long term dialysis, after failure of peripheral a-v shunts. Pt was re-admitted in 3 months because the blue (venous) catheter was found to be broken. The pt reportedly "woke up in a pool of blood" and was brought to the ER by their spouse.